Manufacturer narrative:
Awaiting requested log files for the event for failure investigation.

Manufacturer narrative:
The customer stated that the central monitoring system (cns) did not alarm or notify them that the patient leads were off. The patient coded and is now on a ventilator and is brain dead. They stated that the lead block was pulled apart when they found the patient unresponsive, and our clinical application specialist that went on site saw that the spo2 probe off message alarmed for 1 hour and 49 minutes. Three attempts were made to contact the customer with no response. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).